Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(6), ubd: 14-mar-2026, UDI#: (B)(4); product ID: 3389-28, serial/lot #: (B)(6), ubd: 03-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on jul-16th, the patient presented to the hospital with a return of their parkinson's disease symptoms. Impedance was tested and it was seen that the lowest 2 contacts on both leads had high impedance (9000+). The active electrodes were moved to higher up on the leads to the electrodes that still had normal impedances. At a later date, the patient's tremors returned (mostly bilateral arm tremor) and upon doing an impedance test, all electrodes of the right had impedances over 9000+. On (B)(6), the doctor performed surgery to investigate where the dbs system had issues. They tried to resolve the issue by disconnecting and reconnecting the extension to the battery (no change), then the lead to extension. This was where it was found that both leads in the brain were damaged. One of the leads was completely broken off from its extension. The doctor decided that they would not be able to redo the dbs surgery on this day, so they closed the patient and are waiting for the medical aid authorization to remove and replace the entire system. The patient denied ever falling or any other event that could have caused trauma to the lead. The patient has been prescribed medications by their neurologist to help manage their tremor while they wait for a new surgery date to re-implant the dbs system. The issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID 3389-40, lot# va2kn0l, implanted: (B)(6) 2023, product type lead. Product ID 3389-28, lot# va2n459, implanted: (B)(6) 2023, product type lead. H3: analysis of the leads had shown that the connectors were pulled out of the proximal end and conductors were broken in the body of the lead within 10 cm of the connector area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.